Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator showed an error indicating that "device was not detected on the communication bus". A field service engineer assisted the customer and checked firmware. A field service engineer set the network speed to 100/half to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the refrigerator showed an error indicating that "device was not detected on the communication bus" and showed a failed storage space. The customer stated that they retrieved the medication from the pharmacy or went to another pyxis and there was a delay of about 5-20 minutes for each occurrence. There were no adverse events or injuries reported based on this event.